Manufacturer narrative:
Continuation of d10: product ID a52200 lot# serial# unknown implanted: explanted: product type software product ID fp9000l lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-30 additional information was received from the healthcare provider (hcp). The hcp reported that they had no additional information as the patient had not been in contact with the office concerning the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: a52200 (serial: unknown); product type: 0216-software; implant date: n/a; explant date: n/a; product ID: fp9000l (serial: unknown); product type: 0001-accessory; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the reason for the call was the patient reported they were having so many problems with getting the recharger and handset to communicate with each other. The patient clarified when trying to charge their implanted neurostimulator, they didn't move and then it would stop charging and say looking for device. The patient stated this had been doing this for a while but it was really getting out of hand now. The patient reported they would connect to charge, then lose connection. The patient also reported getting 1707 service code. The patient provided event date as like maybe 4 months ago and stated as time goes on it was getting worse. The patient stated it used to take 30 minutes to charge their implant and reported now it takes like an hour and a half to two hours and it was going off and on with connection when they charge. The patient also reported sometimes it would say it was charging when it was not even on them and stated they were holding it in their hand so it couldn't be charging their implant (patient confirmed recharger is not on a metal surface when this occurs). The agent walked the patient through starting a charging session on the call. Reviewed recharging best practices. The patient reported getting service code 1707 on the call. Reviewed meaning of 1707. The patient denied any recent trauma to implant site or falls. The patient reported they connected to charge on the call, then lost connection multiple times. The patient stated they have the tightest clothing that's possible to have because the belt doesn't hold. The patient confirmed applying comfortable pressure while holding recharger on their implant but stated they continued connecting to charge, then losing connection. The agent asked if the patient could feel the entire outline of their implant and patient stated they could not feel it. The patient then reported they were able to feel their implant before, but reported it seemed like their implant has gotten deeper and didn't stay in the same spot and it was like it was deeper into the patient's skin so it will connect to charge, then disconnect. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.